Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight and broken shell. A visual and microscopic analysis was performed which identified broken sharp, creases fold and missing shell (0-25%). A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on radius due to an unidentified (tear) opening; the missing shell was assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation will be due to rupture. Explant surgery is planned for the future. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.